Manufacturer narrative:
Patient weight: (B)(6) grams.

Event description:
It was reported that shaft break occurred. A 4.0mm x 12mm quantum maverick balloon catheter was selected for use. However, during procedure, it was noted that the device was fractured inside the patient. The device was withdrawn in time and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.